Event description:
(B)(4). It was reported that post procedure the patient experienced chest pain syndrome. In (B)(6) 2010, target lesion 1 was located in the left main coronary artery with 99% stenosis and was 10mm long with a reference vessel diameter of 2.7mm. It was treated with predilatation and a 2.75x16mm taxus liberte stent implanted. Following post dilation residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the patient experienced chest pain syndrome. The event was resolved without residual effects the next day. Per the investigator this event is possibly related to the study device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the treatment included medication.

Manufacturer narrative:
(B)(4).